Manufacturer narrative:
Lyons, duncan, grham, lee et al., "management of xen gel stent mega-bleb due to tenons cyst." Clinical & experimental ophthalmology, (2020 jan 23) epub. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of bleb-related issues, low intraocular pressure, ptosis, tenon's cyst (fibrosis) and choroidal detachment are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional initially reported a super bleb - overinflated, over extended fluid filled bleb in the left eye. Reported events of initial hypotony, self-resolving low peripheral choroidal detachments, lid ptosis, xen gel stent was partially truncated during the dissection and tenons cyst showing dense fibrous wall in the left eye were noted in the article: "management of xen gel stent mega-bleb due to tenons cyst."